Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that no pacing was observed upon connection of this right ventricular (rv) lead to the pacemaker. The lead was reinserted to ensure proper connection and the issue persisted. Suspecting oversensing, the physician changed device sensitivity to fixed from automatic gain control and pacing was observed as expected. Following reprogramming no further instances of oversensing or pacing inhibition were observed. No adverse patient effects were reported. This system remains in service.